Event description:
It was reported that when using the pyxis medstation es system, it encountered a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred following several attempts to recover. A field service engineer has effectively replaced the retractor band to address the problem. The system had functioned as intended after the field service engineer had troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.